Event description:
Reporting status: death. Reporting rationale: the pt died; relationship to device is unk. Device issue: none. It was reported via a trail that the pt had a xience v implanted approx five months prior to this event. Reportedly, the pt was camping with his family and developed chest pain at bed time. The pt took some antacid and went to sleep. Upon waking in the morning, the wife found the pt dead. The cause of death was presumed to be a q-wave myocardial infarction by the local doctor. It is unk if the device is related to the death. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Angina, myocardial infarction and death, as listed in the xience v instructions for use (IFU) are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant. In this case, the angina was likely a symptom of the myocardial infarction which resulted in death. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.